Event description:
Hamilton medical ag received the following description: red alarm lamp doesn´t work. Problem was find out during preventive maintenance.

Manufacturer narrative:
Alarm lamp board has been replaced. Problem has been fixed.